Manufacturer narrative:
This loaner device was received back to the philips bench where testing was conducted. The fit for use tests were successfully passed and no malfunctions were observed with the loaner device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips by customer. ECG tracing are very poor and artifacts cannot be read. There was no patient involvement.

Manufacturer narrative:
Note that this was an additional report while the customer is waiting for a part to be available for the repair. Please refer to 1218950-2016-07590.